Manufacturer narrative:
(B)(4). S/w version 5.2a. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery compartment found on 15 aug, 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: broken battery cap, battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, battery cap contact was detached. Cosmetic damage was not confirmed at the battery compartment, however battery cap was damaged.

Event description:
Information received by medtronic indicated that the insulin pump had cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.